Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Patient information not provided. Incident date was not provided. Implant and explant date were not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter: post-operatively for a tep inguinal hernia repair, located in the groin, the patient reported discomfort and a possible allergic reaction to the implanted mesh. Current patient status is alive with injury due to the allergic reaction. Nothing was done to resolve the issue as it was discovered post-op.